Event description:
My patient used an "acne patch" from the brand "(B)(6)". It produced severe redness, itching and burning and eventual post inflammatory hyperpigmentation (pih). The pih required in office chemical peeling to treat. I am appalled and concerned that "acne patches" are allowed to label their products as a treatment for acne, when in fact it is a cosmetic product. To label the product as a treatment of acne is a drug claim. Therefore, I would like this product and similar "acne patch" products pulled from the market because they are misleading patients and the public with drug claims of "reducing" and "eliminating" acne. As a dermatologist, I know these acne patches have not been thoroughly studied for safety and efficacy, yet I see patients coming into my office with reactions (as described in this case). To me, these products are not safe and are mislabeled, masquerading as a cosmetic while promoting drug claims. "Please pull these from"; this patient has moderate acne vulgaris of the face.